Event description:
It was reported that a polarity switch occurred on the ventricular lead, and the noise was observed at the time of the event. Unipolar pacing caused pectoral stimulation. The issue was resolved by reprogramming the device. The noise was not reproducible in the clinic with arm and device can movements. The patient was in stable condition.